Event description:
Customer reported the image goes white like it is in subtraction mode. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and customer replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint.